Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to user error due to improper insertion of the cassette and or/ incorrect user handling.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/23/2024 it was reported by a sales representative via (B)(4) that an abs-10060r angel machine screen reads the error ¿disk boot error¿ and will not run properly. The first spin, the machine was running but did not separate the blood. We tried a second time and the error screen came up. This occurred during a case that was completed with no prp.